Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation and review of available medical records.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for hypoglycemia and chronic diarrhea on (B)(6) /2015. The patient presented with lethargy, weakness and shaking of his extremities. The patient underwent a colonoscopy with ileoscopy that had normal results. The patient's blood glucose and diarrhea improved and he was discharged on (B)(6) 2015.